Event description:
It was reported that a vessel dissection occurred. A large acurate neo2 valve was prepped and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was inserted into the 14f isleeve introducer sheath, but it would not advance higher than the external iliac artery level. The acurate neo2 tf ds and 14f isleeve introducer sheath were removed without difficulty. A kink was noted on the acurate neo2 tf ds catheter. A new acurate neo2 valve was prepped and loaded onto a new acurate neo2 tf ds. The acurate neo2 tf ds was successfully advanced through a new 14f isleeve introducer sheath. The acurate neo2 valve was successfully implanted. Following the successful implant of the acurate neo2 valve, the acurate neo2 tf ds and 14f isleeve introducer sheath were removed from the patient. The patient was observed to have a vessel dissection which restricted blood flow below the femoral artery level. The dissection was thought to be related to the second 14 isleeve introducer sheath. The dissection was surgically fixed by the vascular surgery team. There were no reported adverse patient effects.